Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 365 mg/dl, and the customer stated that her blood glucose levels had been running in the 200 mg/dl range. The customer stated that the infusion set must have gotten kinked up, preventing her from receiving insulin. She advised that her high blood glucose was attributed to her pain. She stated that she has degenerative arthritis, both her knees and hips were gone, and that she also has bone spurs. She stated that her severe pain caused her blood glucose to run high, even when she treated with manual injections. She was advised to monitor her blood glucose to see if it came down prior to deliver more insulin, as the customer uses manual boluses to treat generally. She advised that she was able to change her reservoir because it was empty. She declined troubleshooting for high blood glucose and stated that she would call back if necessary.